Manufacturer narrative:
Investigation summary: investigation flow: damage. Visual inspection: the viper universal poly driver (part # 279734000n lot # gm5358809) was received at us cq. The distal tip of the device was clearly broken off as evidenced by the lack of a threaded tip and shear marks. No fragment was returned. No other defects were identified. The complaint condition of broken (2+ pieces) can be confirmed. Device failure/defect identified? Yes; distal tip of the device has broken off, no fragment was returned. Conclusion: the complaint was confirmed for the received viper universal poly driver (part # 279734000 lot # gm5358809) as the distal tip of the device has clearly broken off. No fragments were returned to us cq for evaluation. Although no definitive root-cause could be determined, it is possible that the device encountered unintended forces during use/reprocessing. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for 5.5 viper univ poly driver was conducted identifying that lot number gm5358809 was released in a single batch. Batch1: lot qty of (B)(4) units were released on aug 21, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an l2- s1 posterior spinal fusion revision due to adjacent level degenerative disc disease and stenosis, the surgeon removed the competitive hardware from l4- l5 and placed an expedium screw. While adjusting the left l4 screw, the surgeon broke off the driver tip in the screw. A metal cutting burr was then used to cut and retrieve the tip of the driver in the expedium screw that was broken in several pieces. The driver tip fragments were successfully retrieved and sucked up into the suction canisters. Thus, another screwdriver was used to adjust the height of the screw and placed the rod to complete the procedure. There was ten (10) minutes of surgical delay. The procedure was successfully completed without patient consequence. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).